Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced a corneal tunnel burn during surgical procedure. Six sutures were required to close the wound. There was no corneal opacity on the optical axis. Corneal astigmatism was induced. This is one of three reports from this facility. Additional information has been received that on post operative day one the iris was engaged in the incision.

Manufacturer narrative:
Based upon the information provided the root cause of the reported event cannot be determine conclusively. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).